Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker and right atrial lead exhibited inappropriate mode switching due to noise oversensing. No intervention was performed, and the patient's status was unknown.